Event description:
It was reported that this pacemaker has reached end of life (eol). Additionally, it was noted there was a right ventricular automatic threshold (rvat) test that was in suspension for four days. Technical services noted that the rvac test does go into suspension when the battery capacity is depleted. Also, there was another message received that said check rv lead. Additional information was requested as to what the message was, however, no new information was obtained. Subsequently, this device was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.